Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. (B)(4) apply to product ID: 3889 only . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and health care professional (hcp) regarding a patient with an external neurostimulator (ens) for urgency frequency. It was reported that the patient's leads were tight and now they were looser. The patient was concerned that the leads may have come loose and when she tried to get into bed it hurt. The patient stated that she was hurting and when she turned it up to 12.0, it made her arthritis hurt. The patient noted that she was having more bowel movements than before and they were all diarrhea. The patient also mentioned that she could not sleep due to not being able to breathe. The patient reported again that the stimulation was hurting and she was advised to decrease the stimulation to a level where it was comfortable. The patient also noted that the controller and ens batteries were nearly depleted. It was reported that the patient was experiencing hot flashes, internal shakes, and also a yeast infection. The patient felt that it was the program switch that occurred on (B)(6) 2018. Additional information was received. It was reported that there was no issue present and the symptoms were not reported to the hcp. The hcp confirmed the leads were not loose and no actions were taken. The hcp noted that the leads being loose and not being able to breath was resolved. Additional information was received. It was reported that the patient was doing fine and the symptoms had been resolved. The manufacturing representative (rep) sated that the cause of the ens and controller being nearly depleted was not determined but it was through normal use. The rep mentioned that to resolve the issue the batteries were changed and there were no further problems. There were no further symptoms or complications reported or anticipated.